Manufacturer narrative:
Testing of actual/suspected device a getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported issue. The unit showed no deficiencies, the batteries were in optimal condition, and the ac/dc switch worked correctly. All functional tested were ok and the unit was released for clinical use. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6). The full name of the initial reporter that is abbreviated is (B)(6).

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had a shutdown. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6, h10

Event description:
N/a.